Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's ipg was not replaced or revised. The patient did not have any issues with the ipg.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.